Event description:
The customer reported that the system will not boot up. A check sum error was reported. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the sram at the mother board and the eprom. The unit operates as intended.